Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation:generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5095208. It was reported that a female who underwent an unknown breast surgery with unknown mentor silicone prosthesis experienced breast implant illness post procedure. The patient stated that the medical history is too long to list.. As a result, bilateral removal was performed on (B)(6) 2020. Patient stated since the removal she has major healing. This report relates to right prosthesis.